Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that during an all-inside anterior cruciate ligament reconstruction surgery the tightrope loop snapped at the finger trap junction upon construct retentioning. The surgery was finished successfully with a different device (ar-1588btb-2j). It was not necessary to switch the surgical technique. According to the provided information a second surgery was required due to the device failure. No further information received. Update avoe 06-mar-2024 it was confirmed that no second surgery was needed. The problem was salvaged within the same surgery using another arthrex product. This delayed the surgery and produced a less desirable outcome.

Manufacturer narrative:
Additional information: g3, h3, h6 complaint allegation is not confirmed. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause of the reported failure can be attributed to user error of the device due to excessive force used during suture passing/tightening /tensioning.